Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding user annoyance whereby one instead of two bushing were implanted involving an mrh femoral bushing was reported. The event was not confirmed. The device remains implanted. -device history review: the device was manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that insufficient preparation was apparent for the implantation of the gmrs knee devices. As per IFU and surgical protocol, two femoral bushings are required to assemble the gmrs knee components.

Event description:
It was reported that an incident occurred in ot while using gmrs implant. (B)(6) year old patient was posted for wide resection and prosthetic replacement (gmrs) for a recurrent giant cell tumour of the distal femur on (B)(6) 2014. The date of surgery and requirements were informed to your company personnel at least 10 days in advance. Only a single femoral bushing for the axle pin was available at the time of implantation. The company representative who was present had no idea regarding the same. On contacting higher officials of your company I was shocked to be informed that bushing is available only in (B)(6) away from where I was operating. I was also informed that only one bushing is required on the medial side by one of the company representatives which I think is absurd and unscientific. Though I had an indian implant as back up, I could not use the same as I had already cemented the gmrs tibial implant. There was no other go other than doing the femur with a single femoral bush which was unfair to the patient and will result in early implant failure.

Event description:
It was reported that an incident occurred in ot while using gmrs implant. (B)(6) old patient was posted for wide resection and prosthetic replacement (gmrs) for a recurrent giant cell tumour of the distal femur on (B)(6) 2014. The date of surgery and requirements were informed to your company personnel at least 10 days in advance. Only a single femoral bushing for the axle pin was available at the time of implantation. The company representative who was present had no idea regarding the same. On contacting higher officials of your company, I was shocked to be informed that bushing is available only in (B)(6) which is 3500 km away from where I was operating. I was also informed that only one bushing is required on the medial side by one of the company representatives which I think is absurd and unscientific. Though I had an (B)(6) implant as back up, I could not use the same as I had already cemented the gmrs tibial implant. There was no other go other than doing the femur with a single femoral bush which was unfair to the patient and will result in early implant failure.